Manufacturer narrative:
(B)(4)

Event description:
It was reported the parkinson¿s disease patient had ¿not been able to have effective stimulation since the implant¿ and that ¿she was worse off with her symptoms¿ following the replacement of her previously depleted implantable neurostimulator (ins). The patient had met with her physician and was told ¿it was the implanted battery that was not working¿ and that ¿they were not able to adjust stimulation.¿ despite this, it was noted the physician had ¿cranked the stimulation up from 3.9 to 4.8 (volts)¿ with ¿no change¿ in the patient¿s symptoms. The patient was ¿unable to get up on her own, she was constantly freezing due to the condition, her head was falling to the side and freezes until she is assisted¿ and she had ¿lost weight¿ and had ¿no appetite¿ at the time of report. The patient ¿could not walk by herself¿ either at that time. It was reported the patient experienced ¿lethargy, loss of reflexes, paralysis, and less than 50% therapy relief¿ that was associated with the event. Information regarding interventions and the patient¿s outcome was not available. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).